Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
An optometrist reported that one day following bilateral lasik procedure, the patient presented with corneal abrasions in both eyes. The patient reported pain and foreign body sensation in the left eye only. In a f/u, the optometrist reported that the patient was treated with bandage contact lenses. The abrasions resolved by (B)(6) 2014 and the patient was doing well. There are two medical device reports associated with this event. This report is for the left eye.